Event description:
A customer in the united states reported to biomérieux a discrepant result with the identification of (B)(6) as staphylococcus aureus in association with the vitek® 2 ast-gp67 test kit. The isolate came from positive blue colonies plated on remel spectra (B)(6) agar then subcultured to blood agar. The isolate was tested with vitek® 2 ast-gp67 and twice gave a result of oxacillin sensitive and cefoxitin negative. The customer also performed a (B)(6)-specific pcr test on the isolate which gave a positive result. The customer stated that results were delayed and not reported, and that the test was only performed for epidemiology purposes. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to a patient's state of health. The customer stated the isolate is not available for submittal. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the united states reported to biomérieux a discrepant result with the identification of (B)(6) as staphylococcus aureus in association with the vitek® 2 ast-gp67 test kit. An investigation was conducted. The customer stated the isolate was not available for submittal. Confirmation of a vitek® 2 discrepancy compared to the reference method is not possible without the isolate. The information provided from the customer does not mention if testing from an appropriate medium was conducted at the site. The remel (B)(6) spectra agar is not a validated medium for ast testing on vitek® 2. A review of quality records confirmed there were no issues observed with ox or oxsf on initial qc performance testing. The ast-gp67 lot 1320081403 met final release criteria. Further investigation is not possible without submittal of the isolate.